Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: 2 false positive vials confirmed by gram staining technique the results have not been transmitted no impact on the patient's health.

Manufacturer narrative:
H6 investigation summary : customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Field service engineer (fse) was dispatched and replaced blower and hs bearings to resolve the issue. This is a confirmed failure of the bd product. The root cause of the faulty blower and hs bearings is not known. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. Bd quality will continue to closely monitor for trends associated with this failure. See h10.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: 2 false positive vials confirmed by gram staining technique the results have not been transmitted no impact on the patient's health user: pidor chim created on: (B)(6)2022-01-14 10:14:52 call activity comment: as informs about customer concerns and request fse intervention this afternoon pidor chim : (B)(6) 2022. 08:40:53 (gmt) subject: call (B)(6) 2022, 8:45:29 am user: pidor chim created on: 2022-01-13 07:45:29 call activity comment: new case desc false positif on drawer b due to temperature issuecc pidor chim : 2022-01-13 08:17:36 (gmt) vials confirmed false positives the review of the alerts revealed an error in the incubation t°c at the level of drawer b temperature measured by the instrument: 36.8°c (specifications 35.0°c ± 1.5°c)